Event description:
It was reported to philips healthcare that the device system log had an error 90009 (self test failure - front end). The device displayed an ECG fault message and no ECG was displayed. There was no negative patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.